Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing diagnostic procedure, and the procedure was aborted. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing personal computer (ippc) was defective. A review of the system log file showed malfunctioning of the frontal ip-pc. Upon functional testing, the fse found that the ippc was not communicating, and it was booting up very slowly. The part analysis of defective ippc was performed, and it concluded defective hdd bay. To resolve the reported issue, the fse replaced the ippc and the hard disk. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system image processing personal computer (ippc) was defective. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of this complaint.